Event description:
Upon inspection of the internal components/tank, our technician identified potential contamination with the unit. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.

Manufacturer narrative:
Cardioquip returned the device to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation while performing a depot service repair. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the contamination and recommendation via email on 06/19/2023. The customer approved of the repair. As of the date of this report, the device is in service holding at cardioquip and is awaiting repair.

Event description:
Upon inspection of the internal components/tank, our technician identified potential contamination with the unit. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.